Event description:
The device (roi-c) was advanced too far dorsal and made contact with the pt's spinal cord. The device was explanted and an alternate system was explanted. Current pt status unk, although immediately following the procedure the pt showed a loss of motor response in both the upper and lower extremities. Investigation is ongoing.